Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that it was not possible to inject the cement into the femural head. Per the surgeon, bone too dense to complete the surgery. Re: pfna without cement, there was a surgical delay, but the amount of time is not specified. This report is 3 of 4 for (B)(4).